Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was transported to the hospital by ambulance and hospitalized for a ¿day and a half¿ due to diabetic ketoacidosis, vomiting, stomach pain, headache, and ¿odor¿. Customer was treated with ¿two IV¿s¿. Ultimately the customer reverted to an alternate method of insulin delivery.